Manufacturer narrative:
Additional information provided by the sales rep indicated the distal section of the broken screw will not be returned (only proximal), it was discarded by the user facility. Visual inspection found that the illico screw fractured and broke mid-way of the threaded shaft. A review of the device history records revealed no manufacturing, processing or design related irregularities. The implant was found to be properly manufactured and released according to design specifications. No irregularities have been identified.

Event description:
An international customer (B)(6) reported that while fixing the set screw, the torque wrench could not be pulled tight. At that moment the surgeon noticed that the mating polyaxial screw was broken. The entire screw was removed and replaced without issue.